Event description:
The user reported that the unit got very wet and the screen went blank. There was no harm to any pt. When the device was received by the MFR, it was completely tested and found to be working normally. As a precaution, the water seal was replaced and the unit was returned to the user. The event is not occurring more frequently or with greater severity than is unsual for the device.